Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient later passed away. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.